Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the j702 trunk cable connector was pulled from the distribution node (dn) pca board. The cause of the code 204 is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.